Manufacturer narrative:
Product analysis:analysis determined there was corrosion found inside the keyboard compartment. It was not contaminated inside the programmer. Replaced lower case. There was a broken left keyboard hinge, missing upper display bullets. Replaced bullets. There was a broken tab on the power cord bay door. Replaced power cord bay. The stylus was broken. Replaced and recalibrated stylus. There was a noisy system fan. The fan was replaced. The upper display hinges were broken. The hinges were replaced. The upper display flex guide was cracked. Flex guide was replaced. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.